Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain. The surgeon noted a hole or fistula in the posterior capsule which didn't allow for him to draw any fluid from the hip. The surrounding tissue of the joint showed some signs of metal staining. There was a moderate amount of collection in the open chamber under the asr head. The cup was removed and showed no ingrowth.